Event description:
This lead became dislodged; fluoroscopy showed that this lead was hanging on the tricuspid valve. The physician chose to explant this device and replace it with a competitor's lead. Should additional information becomes available, this file will be updated.